Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc 1900054564. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the cover block appears to be damaged. The stapler was returned with 30 staples left in the cartridge indicating that at least 5 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple was unable to completely form and the trigger got stuck. The device was disassembled and it was found that a piece of the cover block that attaches to the trigger was broken. The piece that was broken was not returned. This damage prevents the staples from properly forming and could also cause the staples to become misaligned. No more testing was needed since the device could not function properly with the broken cover block. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples fell from stapler" was confirmed based upon the sample received. The returned stapler was returned with a piece of the cover block that attaches to the trigger broken. This prevented the staples from properly forming. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
Staples dropped out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600308 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Staples dropped out of the stapler. There was no patient injury.